Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; blood/body fluid present on all conductors (not obstructed). Full lead was returned and analyzed.

Event description:
It was reported that a left ventricular lead was not implanted due to "unsuitable anatomy". The lead was replaced and returned. No patient complications have been reported as a result of this event.